Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patients 's downloaded data file. Review of the data does not indicate any device malfunction related tot he defibrillation event. Device manufacture date: monitor, (B)(4). Electrode belt, (B)(4): 04/2013. Additional inappropriate defibrillation narrative: in appropriate defibrillations are anticipated risk associated with the use of lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.acessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patent experienced an inappropriate defibrillation event while at the hospital. Multiple counting contributed to the false detection. The patient was conscious at the time of the event. Review of the download data reveals the response buttons were pressed before the event but no immediately prior to the treatment. The patient remained in the hospital following h event and continued to wear the lifevest.